Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was revised to address pain and cup malpositioning. The stem and sleeve are now being added for elevated metal ion levels. The complaint was updated on: (B)(4) 2015.

Event description:
Update jun 13, 2017: legal medical records received. After review of medical records, there is no new information. The previously reported pain, discomfort, stiffness, elevated ions, and cup malpositioning are now being reported in the medwatch. Shall there be new information received, this complaint will be updated. This complaint was updated on jun 20, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.